Manufacturer narrative:
The actual event dates were not provided; this date is based on the date of the poster session. It was not possible to match these events to any previously reported events. (B)(4).

Event description:
Matsubara, t., ayuzara, s., aoki, t., ihara, s., matsumura, a. Middle to long-term outcome of intrathecal baclofen therapy for the patients with intractable spasticity. Stereotact funct neurosurg. 2013;91(suppl 1) 244. Summary: we assess middle to long-term effect of itb therapy and its clinical characteristics. There are 25 patients, at least 6 months after the itb therapy in our hospital between (B)(6) 2007 and (B)(6) 2012. Nine of 25 patients are cerebral palsy with diffuse spasticity. The catheter tips are placed on upper thoracic levels to affect both lower and upper extremities. Mean ashworth score remarkably decreases from 3.1 to 1.2 in the lower ones, and from 2.8 to 1.5 in the upper ones, with the mean baclofen dose of 126 g/day. Five patients with hypoxic brain damage need high dose (347 g/day) to control their severe spasticity. Three patients of spastic paraplegia use lower dose (55 g/day) due to the weakness of their lower limbs. There are 28% of complications including 2 cases of device removal, and one case of erectile dysfunction. This case needs further treatment including selective peripheral neurotomy after itb therapy. In terms of middle to long-term management of spasticity, we should be aware that comprehensive therapy is needed other than itb therapy because of its complication. Reported event: complications included two cases of device removal.